Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Rupture: observed broken on radius side assessed as unidentified (tear) opening (shell thickness within specification). Double capsule: unable to observe as it is a medical event not related to the device. Additional observations: yellow particles observed in the surface of the shell. Observed creases on the device. Observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV, double capsule and rupture diagnosed by MRI and biopsy. The device has been explanted with complete capsulectomy and replaced with non-allergan device.

Manufacturer narrative:
Adverse event problem: f2203 - biopsy f2201. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade and rupture

Event description:
Healthcare professional reported capsular contracture baker grade IV and rupture. Device has been explanted and been replaced with non-allergan device. This relates to the right side.

Event description:
Physician reported right side capsular contracture baker grade IV, double capsule and rupture diagnosed by MRI and biopsy. The device has been explanted with complete capsulectomy and replaced with non-allergan device.